Event description:
It was reported that charging cable for tandem device was damaged while charging supplies remained functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies, and no additional corrective actions were documented.